Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test with message "pressure transducer difference > 5cm h2o error" during pre-use check. Moreover, it was noticed that ventilator's printed circuit boards were contaminated. The issue was decided to be reported based on available information as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. Identification of issue has been done by analyzing problem description, service report, photos and device's logs. The liquid spillage can be confirmed by provided photos. The technician replaced both pressure transducer boards and expiratory channel board and cleaned control board. It has remained unknown under which circumstances and when liquid entered the unit. The device's logs has been evaluated. There is no log posts from reported date of event, however, from last passed puc, internal leakage test failure could be confirmed without claimed message. Additionally pressure transducer test failed. Those failures might be consequences of liquid spillage onto pcbs. The root cause of this issue could not be determined. The correction of fields #h6 health effect ¿ impact codes and #h8 usage of device was required. This is based on the internal evaluation. Previous health effect ¿ impact codes: no patient involvement///2645. Corrected health effect ¿ impact codes: no health consequences or impact///2199. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with message "pressure transducer difference > 5cm h2o error" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).